Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's father contacted dexcom technical support on (B)(6) 2010 to report that pt removed a failed sensor three days after insertion. Pt's father reported that the sensor wire was much shorter than previous sensors upon removal. Pt was fine at the time of his father's call.